Event description:
It was reported that stent damage occurred. The 78% stenosed, 30x3.0mm, concentric and de novo target lesion, containing a >45 and <90 degree lesion bend was located in the moderately tortuous and mildly calcified right coronary artery (rca). Following the introduction of a pt2 guide wire, predilation was performed using an unspecified balloon catheter. A 3.00x20mm promus element ¿ drug-eluting stent was then selected and advanced to treat the target lesion. However, it was noticed that the stent was deformed. The physician the postdilated the lesion with an unspecified balloon catheter to treat the deformed stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).